Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact(s) in the right eye. Additionally, the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The complaint was confirmed by failure analysis. The probable root cause for each issue detected is listed as follows: the probable root cause of binding in endoscope is attributed to component susceptibility to increased friction. The probable root cause of functional test failed ¿ focus test¿artifacts cannot be determined based on the information provided and failure analysis results. The probable root cause of mechanical damage in the scope's distal tip is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) on behalf of the customer regarding the endoscope horizon not matching the actual endoscope position. Before tse was contacted, the endoscope had been replaced, and a power cycle had been performed. According to the surgeon they tried two different 0-degree endoscope, and the reported event had improved although it was not displaying perfect. Tse asked the surgeon if the endoscope could be disconnected to further troubleshoot, but the surgeon stated that they would finish the surgical procedure like that. Tse contacted the customer again and found that the surgical procedure had been finished, and the customer asked to be contacted tomorrow morning before the surgery to troubleshoot the endoscopes. The csr called tse after checking with the customer and found that the 0 degree endoscope with serial number 10066016 was hard to rotate and generates scratching noises while rotating. The 0-degree endoscope will be sent for advance exchange. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the distributor and was told she checked the endoscopes used yesterday and found that the 0-degree endoscope with serial number (B)(6) was hard to rotate and generates scratching noises while rotating. She said she will do an advance exchange on the endoscope. As of the date of this report, the 0-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.